Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a defective capacitor which contributed to the reported high current drain and resulted in premature battery depletion.

Event description:
It was reported that the pulse generator exhibited high current drain. The device was explanted and replaced on (B)(6) 2014. The patients condition was good before and after the procedure.